Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leaking is occurring during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it is reported customer experienced leaking when using wingset. Additionally, on 2020-05-13 the bd sales consultant provided the following additional information: customer response: "we have only had the one incident and no patient harm happened. The caregiver was using universal precautions so they did not suffer an exposure. The defective item was unfortunately disposed of as an infection control risk due to the blood leaking out and the item being used on a patient. The incident happened during a blood draw from the arm. I should be able to get you some samples of the lot but we have not had a repeat incident, we think it was just a one off defect. Send me the fedex label and I will send you a sample of the lot."

Event description:
It was reported that leaking is occurring during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it is reported customer experienced leaking when using wingset. Additionally, on 2020-05-13 the bd sales consultant provided the following additional information: customer response: "we have only had the one incident and no patient harm happened. The caregiver was using universal precautions so they did not suffer an exposure. The defective item was unfortunately disposed of as an infection control risk due to the blood leaking out and the item being used on a patient. The incident happened during a blood draw from the arm. I should be able to get you some samples of the lot but we have not had a repeat incident, we think it was just a one off defect. Send me the fedex label and I will send you a sample of the lot."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.